Event description:
A customer reported manually updating time, personal profile, or biq/ciq settings, including sleep schedules. As a result, the customer's blood glucose level was reported at 50 mg/dl, but there were no details indicating any adverse impact. To address the low blood glucose level, the customer consumed carbohydrates. Technical support assisted the customer in updating the correction factor setting and advised them to consult with a healthcare professional when making such updates. The customer acknowledged and understood the guidance provided.